Event description:
It was reported that during implant induction testing, the device detected return to sinus, but there were several beats of vt prior to that. External defib was delivered. The physician waited 5 minutes before attempting another induction. Therapy was delivered, converting the vf to a slow vt below the vt detection rate; the device noted return to sinus. The device began to v pace, but the patient stopped breathing, could not be revived, and expired.

Manufacturer narrative:
Na